Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that upon daily rounds, staff mentioned patient had a hematoma at insertion site. Impella to be removed in operating room due to patient stabilization, but explanation will be performed by vascular surgeon due to hematoma.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: added code e0506 based on information in the complaint file. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned. Asae/hematoma: hematoma noted 2 days into support. The cause of the hematoma was not determined due to insufficient clinical details. Asae/minor bleed: groin site bleeding on first day of support. The cause of the minor bleed was not determined due to insufficient clinical details.